Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), product type: lead; product ID: 3778-45, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that patient met with a representative and their healthcare provider. The representative stated that the system had "major to two of three leads". The representative routed as much coverage as possible to the remaining lead. The replacement was not scheduled and the patient said they had some "control online". No further complications reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 26-sep-2016, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 24-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. Patient reported a revision. Patient may have a replacement ins because when in a lawnmower wreck they ran into a chain link fence and it pinned him upside down and backwards over the lawnmower seat. Patient saw the manufacturing representative (rep) for reprogramming and the rep tried to program around the issue but confirmed that there was some damage to the system that occurred. Patient was not sure of the details to believes it was damaged related to the lead. The revision has not occurred. Patient is working with a new pain management physician and they would like a copy of his implant records in order to proceed. Patient indicated they met with rep for reprogramming maybe 2 or so years ago. No patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that patient had meeting with rep at health care professional (hcp) office and the rep stated that the damage was so bad and little could be done. The rep did what they could. Patient has some control of nothing on a-b or c. Having not scheduled replacement. Looking at situation. No patient symptoms or complications were reported in this event.